Event description:
It was reported that patient¿s wife thought the patient¿s device was in overdischarge. After troubleshooting it was determined that the battery was just low and the implantable neurostimulator (ins) was able to get 6-8 efficiency bars. It was noted that the patient would try and keep the battery level around 50% because more than that the patient gets too much stimulation and gets very rigid, very confused, and ¿can¿t function.¿ (note: no mention of loss of therapeutic effect found in the transcript.)

Manufacturer narrative:
Concomitant: product ID 7482a51, serial# (B)(4), implanted: 2007-(B)(6), product type extension, product ID 3387s-40, lot# v032332, implanted: 2007-(B)(6), product type lead, product ID 37651, serial# (B)(4), product type recharger, product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).